Event description:
The initial reporter stated that the administration set had leaked from the tubing. Mmd did follow up with the initial reporter, and they stated that there had been a small delay in pain relief but they reported no adverse effects to the patient due to the complaint. No further information was provided. (B)(4).

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.